Event description:
Customer reported her sensors have been going into warm up mode and this has been a problem for the last several weeks. The problems started before customer received her new transmitter, so she does not believe the transmitter is the issue. Customer asked her doctor about scar tissue and she was advised that she did not have scar tissue. Customer was advised of proper sensor insertion and calibration methods. She was advised to monitor the issue and call back if it persists. Customer's blood glucose was 106 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.